Manufacturer narrative:
On june 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned devices, (6809106 and 6915886) it was identified that lot number 6809106 was severely ruptured and it was subsequently assigned as the suspect medical device. For lot 6809106: a manufacturing record evaluation was performed for the finished device 6809106 number, and no non-conformances were identified. Manufacturing date: mar/07/2014 expiration date: mar/31/2019. For lot 6915886: a manufacturing record evaluation was performed for the finished device 6915886 number, and no non-conformances were identified. Manufacturing date: mar/23/2015 expiration date: mar/20/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 375cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-6915886). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2021, the product investigation was updated with the following statements: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 375cc breast implant was found to be ruptured. The implant was received in three (3) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot 6915886: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. For lot 6809106: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient, who's undergone primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade iii-IV), post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021 . During the surgery, it was discovered that the right breast implant was also ruptured. Subsequently, the patient underwent open capsulectomies, bilateral removal and then bilateral replacement with the following devices: (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9423854 sn: (B)(4) and (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9423854 sn: (B)(4) . Currently, mentor is not aware which of the two lot numbers provided belongs to the right side implant (6915886 or 6809106), so both will be reported. If clarifying information becomes available, a supplemental report will be submitted.